Event description:
The customer reported that while the iabp was in use on a pt, the iabp failed the leak test, started to make a grinding noise and then went into "system failure" mode. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative observed no bulk voltage and "electrical test failure code #117" (front end a/d reference failure at power up) in fault log. He also observed that the 10 amp fuse was open in the power supply and the motor controller pcb and the front end pcb were damaged by saline. The company representative replaced the 10 amp fuse (part number 0159-00-0036), the motor controller pcb (0671-00-0004) and the front end pcb (part number 0670-00-0668). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).